Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The right atrial lead had pulled back and was no longer in the atrium. There were no symptoms noted. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Event description:
New information noted that the patient experienced syncope.

Manufacturer narrative:
A complete lead was returned in one piece measuring 45.7 cm. Analysis was normal. No anomalies were found.